Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/14/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On 12/07/2024, it was reported that the patient experienced a skin reaction which occurred four days after the sensor had been inserted in the arm. The patient developed redness, rash, and pimples (bumps) extending beyond the patch perimeter. The patient had itching and burning sensation in the area. On an unspecified date, the patient consulted a health care provided and was prescribed an oral prednisone and benadryl medications (unspecified dosage). At the time of report the patient was in good condition. No additional event or patient information is available.

Manufacturer narrative:
B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available. Dexcom was made aware on 12/14/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 12/07/2024, it was reported that the patient experienced two back-to-back skin reactions, and this record captures the first event. The event occurred the day the sensor had been inserted in the arm. The patient developed redness, a rash, pimples, and bumps extending beyond the patch perimeter. The patient had itching and burning sensation in the area. On (B)(6) 2024, the parent consulted a physician, and the patient was prescribed an oral steroid (prednisone, unspecified dosage) and otc allergy (benadryl, unspecified dosage) medication. On 12/15/2024, tech support followed up and called the parent and confirmed they discontinued the oral prednisone treatment (unspecified date) because the medication was raising the patient¿s blood sugar levels, but they continued to use the benadryl to help reduce the itching. At the time of the 12/17/2024, follow up report (second dexcom skin reaction), the parent confirmed there was no further medical intervention for this event, and the patient was doing well. No additional event or patient information is available.